Event description:
When we attempted to seal the femoral artery with a device; the device (angio seal) malfunctioned and when activated we anticipated visualizing a [invalid]from the device. No [invalid] was there and the device was removed from patient and manual pressure was applied until hemostasis was achieved. Upon later inspection of device, we found all parts involved inside the device. FDA safety report ID# (B)(4).